Event description:
After a few hrs of contact lens wear, pt's eyes began to burn with redness and tearing. She had used the disinfectant product to disinfect the lens. Pt's corneal epithelium sloughed o.u. Over the next few days and re-epithelidization did not occur until 3 weeks later od, 4 weeks os. The pt was in excruciating pain for much of that time and was ouf of work until mid-oct. Pt required strong pain meds and sleeping pills. Dx: severe chemical keratoconjunctivitis with probable stem cell damage of cornea os & od.